Event description:
It was reported that an error message received during interrogation. The motor stall occurred and the patient had pump replacement. The patient was doing well after revision. The patient expired in (B)(6) 2010, and the exact date of death was unknown. The health care provider didn¿t believe to be pump related. It was reported that respiratory failure and heart disease were contributing factors.

Manufacturer narrative:
Concomitant product: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2007, product type catheter. (B)(4).